Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6)2023, the patient's mother reported that, a few days ago, one of her daughter's infusion set's needle was missing. Therefore, they discarded the infusion set. No further information available.